Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's spouse called emergency medical services and got admitted to intensive care unit on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels was over 800 mg/dl at the time of event and patient was treated with manual shots of insulin. Later, patient blood glucose levels was 660 mg/dl. Patient stayed in the hospital for more than twenty-four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country- united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.